Manufacturer narrative:
Batch review performed on 27 november 2023. Lot 2318296:(B)(4) items manufactured and released on 19-jul-2023. Expiration date: 2028-06-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved: liner: versafitcup dm 01.26.2852mhc double mobility hc liner ø 52/28 (k092265) lot 2305339: (B)(4) items manufactured and released on 12-apr-2023. Expiration date: 2028-03-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 2 months from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.